Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode was not active due to loss of power.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 467 mg/dl. At the time of incidence. Customer reported that the insulin pump lost power due to battery died. The insulin pump will not be returned for analysis.